Event description:
Pt was revised to address dislocation and poly wear.

Manufacturer narrative:
Eval was not possible, as the prods were not returned. Prod info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported dislocation or polyethylene wear based on the provided info. Based on the investigation findings, the need for corrective action is not indicated.